Event description:
A 97 year old male, who had been on enteal feedings since 1994, was found to have large amounts of liquid leaking from the gastrostomy site where a 22 fr peg was in place. A 26 fr replacement tube was placed without incident. Approximately 23 days later, the physician found a gastric ulcer located at the posterior gastric wall, opposite the internal extremity of the tube. A smaller replacement tube was inserted.